Manufacturer narrative:
The manufacturer received information alleging that a "patient passed away while on this unit and would like to get the download of the data" from the device. There is no allegation of device malfunction. Medical intervention was not specified. Pil investigation confirmed evidence of environmental and ingress contamination. Pil reviewed the logs and the device was not in operation at the time of the patient's death. Pil confirmed there was foreign particles of external origin in the bacteria filter, inside the sd card slot, transaction tube connected to the flow sensor assembly, and on parts inside the device. There was signs of corrosion/contamination on the components of the interface pca. Pil determined contamination observed inside the device was of external origin. Pil verified two test failures (positive flow and 24 volt accessory power supply) which were related to the internal and detachable battery build dates, positive flow, and accessory power supply. The cause of the positive flow in the post test was due to a sensor drift caused by a sensor on the sensor board and sensor contamination. Pil performed the 24-volt accessory power supply test, which failed due to extreme corrosion/contamination on the components of the interface pca, and they alleged liquid ingress. Pil found no evidence of foam.

Event description:
The manufacturer received information alleging that a "patient passed away while on this unit and would like to get the download of the data" from the device. There is no allegation of device malfunction. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.